Event description:
The patient's fever started (B)(6) 2011. The patient was on antibiotics a few days prior to surgery (ceftazidime). The primary location of the infection was the abdomen. A culture was obtained and grew pseudomonas aeruginosa. The patient was treated with antibiotics and the explanting of the device system. Following the explant, the patient was "doing ok", but was without a pump. No replacement was scheduled; the parents had to decide if/when they would get another pump. During surgery it was noted that the catheter was disconnected from the pump. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were removed due to infection. No further info was available.